Event description:
It was reported to manufacturer, by facility, (B)(6), per facility call stating during a transfer the lift broke, the bolt/pin coming up through the cradle to the scale broke, causing the assembly to tilt and then a dog-ear piece broke off resulting in this fall. The resident fell back into bed with the cradle landing on top of her. No apparent injury but facility still assessing the resident. (B)(4) to get scale and cradle returned for evaluation. (B)(4) to get the lift returned for evaluation; facility was concerned that something could have happened to the lift during the incident as well. In addition the scale manufacturer has been notified of this incident.